Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that a dural puncture may have occurred during the implant procedure. The surgery was stopped and a blood patch was administered. There have been no reports of further complications regarding this event and the procedure will be rescheduled in the future.